Manufacturer narrative:
(B)(4) the following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer was confirmed and, based on the condition of the returned sample, it appeared that the introducer was damaged during use. One 3.5 fr microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the introducer sheath was observed to be damaged on one side, and the sheath was observed to be buckled about 1.3 cm proximal to the distal tip. The dilator was observed to be slightly curved near its distal end. A microscopic observation revealed one side of the distal tip of the introducer sheath was buckled and curved inward with one edge sharply folded over itself. Some wrinkling of the material was observed near this damage as well as the buckling observed in the sheath about 1.3 cm proximal to the tip. The damage observed on the returned sample is characteristic of damage caused by difficulty advancing an introducer/dilator into a vessel, which can result from too small of an incision, a steep insertion angle, and/or excessive insertion force. The product IFU states: ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator.¿ a lot history review (lhr) of redu0643 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing device, experienced difficulty putting the introducer through the skin and was painful for the patient. On observation, it appeared to be cuffed or at least jagged in a couple places.